Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted, some scratches were observed, two of which were obliquely cut at near the center of the optic and another scratch that was seemed to be grazed at the base of the haptic. The iol was cut with a cutter and removed. There was no patient injury/health hazard reported. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the following information was inadvertently not included in the initial emdr report; therefore, it is being captured in this supplemental report: the lens was removed/replaced during the same procedure. There was no surgical interventions such as vitrectomy, sutures or incision required. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 12, 2021. Section h3: device evaluated by manufacturer: yes device evaluation: the dcb00v product was returned in its original package. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material was cartridge. The cartridge tip was observed slightly deformed. The lens was returned outside the device and cut in three pieces. Residues of viscoelastic material and material looks like body fluids were observed on lens pieces. The lens was cleaned, the scratches reported were no identified. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. During the manufacturing process record review for production order, a non-conformance report (nr) was found; however, the nr did not contribute to this complaint. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.